Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient initially stated something was wrong with the patient programmer because the patient was experiencing poor communication. During the call, the poor communication was resolved by positioning the programmer over the ins. The patient then reported when the programmer failed they had gotten the intensity from 2.3 to 2.7, and then went to 2.3 again. The patient mentioned they had worked with the hcp to increase intensity over the past year to achieve 2.7 v, and when the patient connected the programmer to the ins it indicated stimulation was at 2.3 v. The programmer was not in text mode, so they assisted the patient to turn that back on. The programmer then indicated that stimulation was off. The patient was unsure how stimulation turned off but discovered it during the call. The patient turned stimulation on during the call and mentioned they ¿got a strange feeling¿ when turning stimulation back on, which resolved before the call closure. The patient asked if they should increase stimulation back to 2.7 as it had been. The patient mentioned they had called into the hcp but was waiting to hear back. There were no further complications reported.